Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the provider attempted a tibial placement of 25mm ezio needle. The driver bogged down and would not insert. A 45mm needle was placed in the humerus. The patient is deceased.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io power driver (9050) sn (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pressed, the driver was operable. This is an older style driver with an extended handle; no data to parse and no lights. It should also be noted that the battery cavity retainer cap is severely cracked which would suggest that an attempt was made to gain access to the battery. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 2.25 insertion 2: 2.38 insertion 3: 2.22 hard profile (105 lbs/ft3) insertion 1: 3.69 insertion 2: 3.47 insertion 3: 3.50 the driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Additional testing is not required. The complaint could not be confirmed. No fault found with the driver. Eprom data could not be parsed or analyzed as this is an older style driver. A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2008 and is approximately 10 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. No further action required.

Event description:
It was reported that the provider attempted a tibial placement of 25mm ezio needle. The driver bogged down and would not insert. A 45mm needle was placed in the humerus. The patient is deceased.